Manufacturer narrative:
The insulin pump powered up properly and no blank display noted during testing. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted during testing. The insulin pump was monitored and no low battery alert or battery out limit alarms occurred during testing. The battery icon showed full battery status during testing. No fluctuating battery icon noted during testing. Unable to verify battery cap damage due to the insulin pump was received without the original battery cap. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displayed the 100 value properly on display graph. No unexpected lost sensor or weak signal alarms noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer also reported that the insulin pump had a blank display and battery out limit alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that he treated his high blood glucose by giving bolus. The customer stated that the display returned after putting an old battery cap back. The customer stated that his blood glucose went down to 150 mg/dl after treating and woke up with 141 mg/dl blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.